Event description:
The manufacturer received information alleging a ventilator's fio2 cable was broken and the oxygen connector was defective. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board and fio2 sensor cable were replaced to address the issue.